Manufacturer narrative:
**Other devices associated with this event: (B)(4); cat#:1650de; exp date:09/30/2016; mfg. Date: 09/30/2015; (B)(4). Product not received. (B)(4); cat#:1650de; exp date:09/30/2016; mfg. Date: 09/30/2015; (B)(4). Product not received. (B)(4); cat#:1650de; exp date:09/30/2016; mfg. Date: 09/30/2015; (B)(4). Product not received. (B)(4); cat#:1650de; exp date:09/30/2016; mfg. Date: 09/30/2015; (B)(4). Product not received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power switching was observed on both controller power ports with all four batteries. The battery capacity at the time of the reported event was greater than 25%. The batteries were replaced with no reported consequence or impact to the patient. Log files were sent. No further information was provided.

Manufacturer narrative:
Batteries - UDI#: (B)(4). All batteries were evaluated by the manufacturer. Correction MFR date: (B)(4) - 09/18/2015. (B)(4) - 09/18/2015. (B)(4) - 09/17/2015. (B)(4) - 09/17/2015. It was reported that the patient was experiencing power switching events. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to investigate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received on december 24th, 2016 indicated that the controller was exchanged. The exchange was well tolerated by the patient. The issue resolved with the replacement devices. The power switching could not be reproduced by manipulating the battery connections and/or cables. The event was not associated with event controller alarms or pump stops. There was no damage noted to the controller or to its' power connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.